Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00217. The date of that submission was (15-may-2025). No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the interface structure of the infusion port of the implanted intravenous drug delivery system was blocked and was immediately replaced with a new implanted intravenous drug delivery system to continue treatment, delaying the treatment time of the patient.